Manufacturer narrative:
Neither the impella cp pump nor the .018 wire were returned for evaluation. The product was discarded subsequent to the event. The data log files were not deemed relevant to the failure investigation. The cp pump serial number and lot were reviewed and no other complaints have been filed against this lot of (B)(4) built pump. The patient's left ventricle was most likely perforated by the v18 guidewire. What led to the wire puncturing the ventricle is unable to be determined because the device was not returned for review. No corrective action is warranted as the root cause could not be determined. The manufacturer will continue to investigate all reasonable and obtainable sources of information and will provide results and conclusions in a supplemental medwatch report if additional information is received. (B)(4).

Event description:
On (B)(6) 2017 a (B)(6) male was hiking and arrested. His family performed CPR as he was down in the field awaiting the ems team. Upon the arrival of the ems team, the patient had 8 rounds of epinephrine and continued CPR. While being transported to the hospital the patient continued to code and the neurological status was not known. The patient was admitted to the cardiac cath lab and a temporary pacer was placed and angioplasty to the left anterior descending artery was performed. This stabilized the patient enough for the team to place an impella cp. The cp was placed over the v18 wire for additional support, rather than the abiomed provided .018 wire. The 018 wires, recommended as alternatives by abiomed, in the IFU are: boston scientific platinum plus¿ st 0.018 in, boston scientific v-18 control wire¿ st 0.018 in. Even with this level of cardiac support with the impella, he continued to deteriorate and had runs of ventricular fibrillation and needed many and varied acls IV drips. It was discovered that the patient had a large effusion. The cardiac surgery team performed a pericardiocentesis and pericardial window in the cardiac cath lab. The patient's condition did not improve and so he was placed on cardiopulmonary bypass. The surgeon did observe blood coming from the left ventricle and so blood products were given and an intra-aortic balloon pump (iabp) was placed, in addition to the impella, for support. The thought was that the .018 wire had caused the ventricular perforation. The patient was transferred to the ICU for monitoring and impella explantation on the (B)(6). The patient did expire on the (B)(6) while on cardiac support with the iabp.